Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: i100050353 (MDR), and i100050680.

Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair tilt was not functioning, and allegedly the end user leg was caught under the unit, resulting in patient injury where medical attention was sought. Should we receive additional information, this file will be revised, and appropriate supplemental report submitted.